Event description:
It was reported that the device was explanted after implant duration of zero days. It was learned that the reason for explant was due to an unsuccessful ring repair. Per the operative report of 2009: "we placed the annuloplasty sutures circumferentially in the mitral valve annulus and ring was then sutured in place in standard. Static testing at this point demonstrated restrictive movement of the leaflets. Additionally, secondary to the calcification within the leaflets coaptation was a problem. My suspicion is that this is a posttraumatic valve with leaflets, which could not be preserved. Therefore, I elected to take down the annuloplasty band, which was removed in full with all sutures."

Event description:
Attorney alleges that as a result of the lead, the patient "sustained severe physical injuries and death, severe emotional distress and physical manifestations, thereof, mental anguish." There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Unsuccessful ring repair. Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.